Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. No customer pictures were received. We have no further inventory of the material/batches. The material/batch 456073p/b2204393 expired 01aug2023 and material/batch 456073p/b2212347 expired 01april2024. The cause of the event cannot be determined. Corrected and additiona data: h6: investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer advised they are investigating a deviation regarding un-spun/poorly spun ssts specific to product 456073p. The customer reported twelve occurrences over eight locations and at least five failed retests reported. The customer advised their clients claimed to have followed acms lab manual and advised: tube inversions of 8 times, allow the blood to clot at room temperature for 30 minutes, centrifuge 10 minutes at 1300g or until a complete barrier is formed. The customer advised 2 centrifuges were identified: model 642e quest, horizon mini e. Centrifuged at 3235 rpm, and eppendorf 5804r and has a fixed-angle rotor system. The customer advised the retests were performed on a new collection. Update 07may2024: the customer advised that there appears to be a discrepancy between the greiner recommendations and the laboratory manuals provided to the clinics.